Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving bupivacaine (22 mg/ml, 8.05 mg/day), dilaudid (16 mg/ml, 5.85 mg/day) and sufenta (3,600 mcg/ml, 1,318 mcg/day) via an implantable pump for spinal pain. The hcp reported that the patient had gastric surgery in the past and lost a significant amount of weight. Because of the weight loss, the pump was moving around in the pocket. The rep stated that the patient had a pocket revision on (B)(6) 2018 (current pump implanted) and again on (B)(6) 2019. The rep stated that today ((B)(6) 2019), the pump was moved to a different location and the catheter was revised due to this. No further information provided.